Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specifications prior to shipment. No additional complaint has been previously reported for this lot number. Investigation summary: a stent graft delivery system was returned. Based on the evaluation of the returned sample the reported deployment issue could be confirmed. Upon sample receipt the delivery system was found to be bloody and the stent graft was found partially released which indicated that the stent graft could not be fully deployed during treatment. During evaluation testing the stent graft could not be further deployed due to high release force. An indication for a manufacturing related issue could not be identified. Based on the information available and the evaluation of the sample returned a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."

Event description:
It was reported that during a stent graft deployment procedure in the right common and external iliac arteries via access through the right common femoral artery with 90 degree angulation between the common and external iliac arteries, the stent graft allegedly failed to deploy. Therefore, another device was used to complete the procedure. There was no reported patient injury.